Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1208, s/n (B)(4), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a model #icv1208 perceval heart valve at the time of manufacture and release. Device remains implanted.

Event description:
The manufacturer received following information through patient tracking department. Based on the information received, patient who was implanted a perceval sutureless aortic heart valve pvs21 on (B)(6) 2019, is undergoing tavr evaluation due to aortic stenosis. No further information is provided from the site at this time.

Manufacturer narrative:
Manufacturer attempted to follow up with the event, but no further information was provided from the site despite the multiple attempts. Since limited information is available, the definitive root cause of the reported event cannot be established. However, from the document review performed, no manufacturing deficiencies were noted. As reported in the scientific literature, structural valve deterioration is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). It is possible that the patient¿s clinical history and risk factors may have contributed to the structural valve deterioration observed in this perceval s valve. However, little clinical history was provided and a definitive root cause cannot be stated at this time. It should be noted that structural valve deterioration is listed as a possible adverse event in the perceval IFU. The event is, therefore, a known inherent risk of the device.